Event description:
It was reported that a patient was running on a treadmill when he went into cardiac arrest. Attempts were made to use an automated external defibrillator (AED), but the device failed to administer a shock. The patient was pronounced deceased upon arrival at hospital.

Manufacturer narrative:
Defibtech received information regarding this event from the FDA via the FDA's medwatch program. The report did not include any details to identify the specific device used, nor did it provide any contact information to allow further investigation. As a result, no investigation can be conducted. Although no new information is contained in this MDR submission, the MDR is being filed out of an abundance of caution.